Manufacturer narrative:
The referenced clip was not returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
It was reported that during a esophagogastroduodenoscopy (egd), the device broke and pieces fell inside the patient's stomach. The clip that fell into the patient fell in the stomach was removed with a snare.